Event description:
The customer reported to olympus an intermittent shutdown in the monitor. This issue was discovered during a therapeutic laparoscopic cholecystectomy procedure. There was no report of patient or user injury.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The monitor has intermittent power supply due to a faulty patient circuit board. Additionally, it was found that the insulation sheet of the power supply was broken, the switch bracket and bezel plate were broken, there were minor hit and scratch marks on the rear cover, minor cracks were found on the rear cover, scratches were found on the power switch, and minor rust was found on the potential equalizer. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding the event: the device was intermittently working, therefore the procedure was completed with a small delay using same device. There was no impact to the patient.

Manufacturer narrative:
See b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Regarding the phenomenon "power was turned off": from the results of investigation, it was determined that the circuit board "qb" was found to be broken. There was no determination as to how this board was broken. Regarding the phenomenon "insulation sheet of the power supply was broken": no assumable cause could be further determined. The insulation sheet was confirmed as broken from the received technical report. Olympus will continue to monitor field performance for this device.